Event description:
Received email on (B)(6) 2011 requesting the following: please forward a product experience form. Surgeon removed a plate on friday. Details leading up to the device failure. Performed a 1 level corpectomy. The distal end of the plate was proud. Surgeon confirmed he was ok with it being proud as the anatomy of the spine and the position of the corpectomy implant. Details concerning device failure: surgeon stated that the corpectomy implant had moved slightly once pt was ambulatory. The load on the construct being a 1 level corpectomy did not concern him. If it was a 2 level perhaps. His concern is that the locking mechanism on the plate distally was partially unlocked. When implant was removed, the locking tab was partially unlocked.

Manufacturer narrative:
Add'l lot #: 01193.